Event description:
Pt has a partial l3 laminectomy, resection of pseudomeningocele, l4 to s1, widening of l4, l5 laminectomies, and bilateral l4-l5 exit foraminotomies. Post operative day #1, the hemovac drain became detached at the elbow joint at the top of the drain. The pt was not confused or restless and was not pulling at the drain. The drain was not attached to the sheet at the time. The hemovac was packaged with the tube attached. This is not the first time the tube had detached at the elbow joint at the top of the hemovac drain. The staff stated that this has happened several times and they were actually taping the connection site. All of these devices are from the same MFR. The biomedical dept did not check the device after the failure but notified the MFR who responded immediately. All remaining devices were removed with this lot number and replaced with new equipment. The specific lot number was not available. The packaging was not saved from the particular hemovac drain identified in this report.